Event description:
It was reported that the customer had missing data after downloading. Customer also had a low battery life on the insulin pump. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarm in alarm history file due to corrupted history file. Operating currents are normal, no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump was able to down load properly with carelink pro. No missed data after down load. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.